Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated the patient started experiencing the trembling in (B)(6) 2014 in the form of a leg twitch. The patient reported the extension was broken, and this was discovered when the patient was being reprogrammed in (B)(6) 2014. It was unclear after follow-up whether both the lead and extension were broken or just one of the two. The physician didn¿t know the cause of the break and believed it was caused ¿by the patient.¿ the extension still remained in the patient, but the patient wanted to have it explanted. It was unknown where the extension broke. The patient was now also experiencing twitching on their mouth.

Event description:
It was reported that the patient¿s symptoms repeated several months ago. It was noted that the patient went to be reprogrammed. It was noted that while at the health care professional (hcp) it was found that the impedance was high. It was noted that the x-ray showed that the left lead was broken. It was noted that the hcp suggested replacing with a new one. It was noted that the patient now trembled. It was noted that there was no patient injury or death. It was noted that the product was not returned to the manufacturer. Additional information received reported that the patient started to tremble about several months ago. It was noted that it was unknown when the replacement would happen. It was noted that the symptoms persisted and it was unknown if the patient received effective therapy. Please refer to manufacturer report #3004209178-2014-07304.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0205960040, implanted: (B)(6) 2012, product type: lead. Product ID: 3387-40, lot# 0205968574, implanted: (B)(6) 2012, product type: lead. Product ID: 7426, serial# (B)(4), product type: implantable neurostimulator. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 7482-51, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).